Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate; cause was not known. Tandem technical support assisted customer with resetting the time. Customer's blood glucose was 195 mg/dl.